Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient is being considered for a revision due to baseplate loosening and osteolysis of the central vault. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the frontal view demonstrates bone resorption along the central and inferior aspect of the glenoid. There is some periprosthetic lucencies noted surrounding the most superior screw of the glenoid base plate, which suggest loosening. Sclerosis of the glenoid noted. The humeral component appears unremarkable without periprosthetic abnormality. Overall fit and alignment of the implants appears normal. There is abnormal bone quality, described on the review assessment form. No additional information is identified regarding the glenoid base plate and the glenoid bone from the 2nd view. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.